Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with a lead implant for the treatment of essential tremor (et) and deep brain stimulation (dbs) therapy indications. It was reported that the patient was at the emergency room and neurology was ordering a MRI done due to the patient's "altered mental state." They were having trouble speaking and an increase in weakness. The hcp requested the MRI guidelines and eligibility form, which were provided while on call. No further symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) stating that the cause of the patient's altered mental state was the inflammatory reaction to lead I surgery. Patient is currently under observation and the symptoms had been resolved.